Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, prior to inserting into the patient, there was abnormality of the helix and it could not be retracted. It was noted that the rotation to retract the helix was performed by using the pinch-on tool while holding only the stylet without holding the lead body. The helix could not be rotated by manipulating in that way. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead and two pinch on tools. The helix was able to be extended and retracted within specification and without resistance while the stylet was in the lead. If information is provided in the future, a supplemental report will be issued.